Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system with the implant feet outside the sheath 1.5cm. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found the tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event of difficulty recapturing the implant as clinical circumstances could not be replicated.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria and needed to be fully recaptured. The physician had some difficulty while they were attempting to fully recapture the closure device, but was able to successfully recapture it. The wds was removed from the patient and replaced with a new 27mm wds. The procedure was completed successfully with the new 27mm device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria and needed to be fully recaptured. The physician had some difficulty while they were attempting to fully recapture the closure device, but was able to successfully recapture it. The wds was removed from the patient and replaced with a new 27mm wds. The procedure was completed successfully with the new 27mm device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.